Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the stylet into the lead. The lead was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).